Event description:
Upon review by the manufacturer's investigation unit, the aviva meter showed signs of an electrical short. The meter had a burned screen and melting around the display. Display has a crunchy texture when squeezed. Meter smells like burning. Corrosion was also observed on the battery contacts with burning symptoms. No adverse event reported. Suspect device was returned and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.